Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted 300 (mg/dl). During two occurrences of the malfunction, the customer reported they had not tested their blood glucose level. The customer took a correction bolus via the pump. It was indicated that the customer would use manual injections as alternate insulin therapy.